Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had slower rewind, random no delivery as well as keypad buttons was unresponsive. Customer decline to troubleshooting. Customer blood glucose level was unknown. The device will be returned for the analysis.